Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was noted on the left common carotid artery caused by the enroute 0.014" guidewire which led the physician to place an additional stent over the dissection to resolve. The surgeon believes there was also unobserved plaque that the wire may have tracked behind. It was reported that the patient passed their neurological check post-procedure.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was noted on the left common carotid artery caused by the enroute 0.014" guidewire which led the physician to place an additional stent over the dissection to resolve. The surgeon believes there was also unobserved plaque that the wire may have tracked behind. It was reported that the patient passed their neurological check post-procedure.

Event description:
During a tcar procedure, a dissection was noted on the left common carotid artery caused by the enroute 0.014" guidewire which led the physician to place an additional stent over the dissection to resolve. The surgeon believes there was also unobserved plaque that the wire may have tracked behind. It was reported that the patient passed their neurological check post-procedure.

Manufacturer narrative:
Complaint investigation has been completed and the investigation results records are attached to this report.